Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced as a repeated output. It was observed that when any keys are selected, an automatic output of the #8 key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump's #8 key was stuck. Any patient involvement, injury or medical intervention is unknown.